Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Event description:
The customer received questionable free triiodothyronine (ft3), free thyroxine (ft4), and thyrotropin (tsh) results on their e170 analyzer. The patient's initial tsh result was 0.29 mu/l. The initial ft3 result was 10.54 pmol/l. The initial ft4 result was 21.36 pmol/l. The treating physician thought the results generated by the e170 analyzer were incompatible with the patient's clinical picture. He had the laboratory send the sample to be tested at two different laboratories using different instruments. The sample was tested on a dxi analyzer and the tsh result was 1.35 mu/l. The ft3 result was 3.14 pg/ml. The ft4 result was 0.78 ng/dl. The sample was tested on a centaur analyzer and the tsh result was 1.4 mu/l. The ft3 result was 4.07 pmol/l. The ft4 result was 13.83 pmol/l. According to the treating physician, the results generated by the other two systems seemed to be more accurate. It is unknown if the patient was adversely affected by the events. The tsh, ft3, and ft4 reagent lot numbers and expiration dates were not provided.

Manufacturer narrative:
The customer sent a sample to the manufacturer for investigation. No interference to the ruthenium label was identified. A streptavidin interference was identified, which is listed in the product labeling. The patient was not harmed.